Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: correction: after review of the information it was determined that the customer did not allege any cuts being inaccurate. They were referring to an inaccurate graph. Therefore, the reported event does not meet the criteria of a reportable complaint as it was not reported to have occurred during a surgical procedure and is unlikely to cause or contribute to serious injury. Therefore, the initial medwatch report was submitted in error. No further investigation will be performed at this time.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, while using the robotic assisted satellite station device and the robotic assisted base station device, when placing the trial, a 3+mm extension gap was observed. It was reported that when planning, everything was balanced, cuts were made, and the surgeon stated the cuts felt good throughout the surgery and did not believe anything moved. However, it was noted that the final accu-balance graph was incorrect. The planned gaps were 10-11 mm, but the extension gap was 4.5 - 5 mm laterally and the flexion gap numbers were 14.5-15.5 mm laterally. It was reported that overall outcomes were good at implant placement. It was reported that there were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. No further information was provided.